Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device revealed the trial was scratched. The noted damage is consistent with inadvertent user error and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument was reported for an unknown reason.